Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Additional information was added to blocks a1, a2, a3, b5, g2, and h6 patient codes.

Event description:
It was reported that the patient experienced atrioventricular (av) block. During a pulse field ablation (pfa) procedure to treat atrial fibrillation using a farawave nav catheter the patient experienced av block when ablations were applied to the left superior pulmonary vein (lspv). Four ablations with the catheter deployed to the basket shape were performed without issue, but the av block occurred upon the third ablation with the catheter deployed to the flower shape. A medication was administered to the patient until all four pulmonary veins were ablated, completing the procedure. The patient then had a pacemaker implanted in another procedure. The pacemaker implantation procedure prolonged the patient's hospitalization. The patient had a disability/permanent damage as an outcome of the procedure. The device is not expected to be returned for analysis due to disposal. It was further reported that the patient had a common trunk between the left superior and inferior pulmonary veins, and that the complete atrioventricular block manifested with narrow qrs complexes at 45 bpm which persisted until the end of the procedure. The patient's complete heart block persisted in the days following the procedure with an initially acceptable escape ventricular rate between 45 and 50 bpm in an athletic subject, but signs of latent heart failure appeared followed by a ventricular pause of more than 6 seconds after six days of monitoring. This led to the implantation of the permanent dual-chamber cardiac pacemaker.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced atrioventricular (av) block. During a pulse field ablation (pfa) procedure to treat atrial fibrillation using a farawave nav catheter the patient experienced av block when ablations were applied to the left superior pulmonary vein (lspv). Four ablations with the catheter deployed to the basket shape were performed without issue, but the av block occurred upon the third ablation with the catheter deployed to the flower shape. A medication was administered to the patient until all four pulmonary veins were ablated, completing the procedure. The patient then had a pacemaker implanted in another procedure. The pacemaker implantation procedure prolonged the patient's hospitalization. The patient had a disability/permanent damage as an outcome of the procedure. The device is not expected to be returned for analysis due to disposal.